Event description:
It was reported the subject device had air leakage from the cable (with tape). No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and an air/leak was observed, the cable was twisted and there was a puncture/hole in the cable. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.